Event description:
Date notified: (B)(6) 2011, a model 73x ventilator (s/n (B)(4)) failed to operate. An inspection of the device revealed a defective battery pack. The battery pack was replaced, the device was tested to specifications and returned to the customer. No death or injury resulted from the device malfunction.